Manufacturer narrative:
The device was returned to olympus for inspection. The reported issue was confirmed likely due to damaged ultrasound plug unit causing the screen to become noisy. After replacing the ultrasound plug, image returned to normal. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the subject device exhibited that the screen became noised. There was no patient involvement.